Event description:
The ventilator stopped cycling while in pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.